Manufacturer narrative:
The compromised force sensor system alarm occurred during basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer was stuck in the rewind loop. Insulin pump will be replaced. No further information provided.